Manufacturer narrative:
Evaluation was not performed for this complaint. This lot has been recalled. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the middle port. The leak was discovered after filling prior to patient use. There was no patient involvement. No additional information is available.